Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon was advancing the lens in the injector when he noticed the haptic had torn. There was no patient contact. Another same model and size lens implanted.

Manufacturer narrative:
(B)(4). Evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).